Event description:
The reporter did back to back blood glucose tests and got results of 70 and 140 mg/dl. Tests were done within 10 minutes, using different fingersticks. He did not have any symptoms. Reporter did not have supplies to do a control solution test. Unable to reach reporter for follow-up.